Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(4) patient had developed an open, itchy rash all over her back under the lifevest. The patient visited a doctor and got an unknown ointment for the rash. During a follow up call, the patient reported that the rash was gone and the ointment was helping. There was no allegation of a device malfunction causing or contributing to the reported skin irritation.